Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: on (B)(6) 2009, patient was implanted with a depuy asr hip on her left side. After her surgery, patient began to experience severe pain in her left hip. Patient intends to undergo revision surgery to remove her left asr hip. Update: (B)(6) 2011 - medical records were received. The revision operative report indicates that the patient was revised to address pain and metallosis.